Event description:
The facility alleged the nurse call function is intermittent from the siderails. He stated, it takes pressing the switch about six times from either siderail before the nurse call works.

Manufacturer narrative:
The facilities maintenance isolated the siderail with no change and found the problem was the utv board. The facility replaced the utv board to repair the bed.